Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus via pump was administered to address bg level. Customer states that they changed the cartridges numerous times and cartridge alarm kept recurring. The customer reverted to an alternate method of insulin therapy. No further action required. Here.